Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and vaginal scarring. It was also reported that patient underwent placement of sparc sling on (B)(6) 2003 to treat sui and pop; anterior vaginal repair with removal of transvaginal taping on (B)(6) 2003; burch suspension on (B)(6) 2004 and an unspecified injection on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.